Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies available. No conclusion can be drawn.

Event description:
It was reported that, the patient underwent anterior cervical fusion at levels c5-c6 with an artificial cage. Post-op, the screw used with the cage was found to be "moved to posterior". Rep who was present during the surgery commented that surgeon continued to turn the driver (cfn not provided) for the screw even after the screw passed through the locking wire of the cage. No patient complications were reported.